Event description:
It was reported that a user requested assistance performing a cartridge, tubing, and infusion set change on the pump and experienced difficulty navigating menus, initially selecting incorrect options before completing the rewind, inserting the cartridge, locking the connector, tightening the tubing, and filling until drops appeared at the infusion set tip; during insertion, the user activated the inserter off the skin and then pressed the set into the skin, prompting concern for a bent cannula and potential improper deployment. The user understood and agreed to call back if needed. There were no reported clinical symptoms. Outcomes included no reported impact to health and no alerts. Investigation included guided troubleshooting and education on proper workflow, cartridge orientation, connector alignment and locking, tubing priming, and correct infusion set insertion technique. Investigation of this case revealed improper use of the infusion set inserter with possible bent cannula due to incorrect infusion set deployment, while the pump and cartridge functions appeared to operate as intended with insulin volume displayed after setup. It was concluded, based on previously established findings for similar reports, that user technique was the cause.